Event description:
It was reported that prior to a lavh, the device failed to pass the test process. The generator showed an "instrument error". No pt consequences were reported.

Manufacturer narrative:
Evaluation summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. A batch record review was performed and no anomalies were found during the manufacturing process.